Event description:
Device 1 of 3. Reference MFR report #s 1627487-2014-00097 and 1627487-2014-00098. It was reported the patient (australia) is experiencing a reduction in therapy output as well as positional and intermittent stimulation. The patient denies experiencing a traumatic event which may have attributed to these issues. A diagnostic test found an impedance issue for one lead contact. Surgical intervention may be undertaken at a later date to address this matter.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.